Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in a laparoscopic left inguinal and umbilical hernia repair procedure. It was reported that after implant, the patient experienced recurrent left inguinal hernia and severe abdominal and groin pain. Post-operative patient treatment included recurrent left inguinal hernia revision surgery with implant of new mesh.